Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported by a customer that a consumer sought medical treatment and was diagnosed with viral keratitis. A virus was found in the solution, and the consumer experienced vision loss (reduction) in one eye. A reasonable and good faith effort was made to establish communication and to obtain medical documentation without results.